Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
On the morning of (B)(6) 2024, the needle broke during the insulin injection treatment. A new needle was replaced. This may be due to the patient's (adr-1274206062024000167) operating error, and the product itself cannot be ruled out. Customer service called the contact person again on (B)(6) 2024. Confirmed that the patient reused the pen needle, needle pe damaged after use. There were no photos or samples to return, and no survey response was required. When did the incident occur?:after use customer response needed:none sample availability: no sample availability details: no sample available.